Manufacturer narrative:
The returned hader bar was inspected and the fractured condition was confirmed. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.

Manufacturer narrative:
Device evaluated by manufacturer.

Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that hader bar fractured at the cylinder left side.